Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold and poor sensing. This lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification on the helix tip, the helix is almost completely covered. Environmental stress cracking (esc) was observed ~ 52mm from the terminal pin (distal end of terminal boot), through to the anode (outer) coil lumen. Surface esc was also noted near the tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold and poor sensing. This lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.